Event description:
Beckman iris statspin model m510 express4 centrifuge's rotor shattered during operation on (B)(6) 2014. Two other events within (B)(6) healthcare happened with the same product; on (B)(6) 2014. Specimens lost, no operator injury reported. Complaint filed with MFR obtained ref. # (B)(4). Broken rotor to centrifuge while in operation. (B)(4).